Event description:
Follow up information identified the patient's leg weakness is 90% better. The patient has declined physical therapy and believes the leg weakness will resolve on its own. The device information and date of birth has been added to this report.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to have an scs system implanted. The patient experienced weakness in her right lower extremities when she awoke from general anesthesia. An x-ray and CT scan were taken and results are unknown. The patient was discharged at the request of the family. Follow up information identified the patient is experiencing confusion, right lower extremity weakness, numbness and is unable to ambulate without assistance. In addition, the patient was admitted to the hospital and abdominal distension was noted. The patient was monitored and no significant issues were noted with the scs system. A CT scan was taken and the physician noted the canal appeared narrow and cord stenosis and compression. The patient underwent emergency exploratory surgery and the scs system was removed. No hematoma or cord compression was noted postoperatively. The patient will undergo therapy for the right lower weakness. It was identified that several passes were undertaken to place the lead and the total procedure time was approximately five hours. The device information and date of birth is unknown at this time.